Manufacturer narrative:
The field service engineer determined that the gear pump pressure was mis-adjusted. The pump pressure was adjusted. Probe alignments and rinse levels were checked. Precision studies were performed. The last calibration was performed on (B)(6) 2019. The first calibration of that day failed and upon re-calibration, the calibration passed with acceptable values and no flags. Quality controls were within range on the day prior to the event. Upon review of the alarm trace, abnormal aspiration alarms occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. The sample initially resulted with a glucose value of 123 mg/dl and this value was reported outside of the laboratory. The value was questioned by the physician, so the sample was repeated. The sample was repeated three times, resulting with values of 97 mg/dl, 94 mg/dl, and 93 mg/dl. The repeat results were believed to be correct. The glucose reagent lot number was 39105101, with an expiration date of 30-apr-2020.